Manufacturer narrative:
An implant summary card was received which indicated that previously implanted artivion tissue was explanted during the implant procedure. Additional information was received from the user facility: "the patient had aortic valve/homograft endocarditis., with streptococcus mutans identified in blood cultures, also the aortic valve was heavily stenotic and calcified. He also described the homograft as bone-like in density. The homograft after it was explanted, we sent it to the lab for culture. We were able to transport the patient to ICU in stable condition. That's all I can share." A sample evaluation was not performed as the graft was not returned. The certificate of assurance for aortic valve & conduit (av00) (B)(6) was reviewed. All attributes identified during inspection were documented appropriately on the certificate of assurance. No rejectable attributes were noted. Based on the performance of the tissue over time, there is no indication that there was any deficiency in the valve. During the inspection of each graft, a qualified inspector wearing surgical loupes inspects the graft noting any attributes. The inspector was found to be appropriately trained at the time the task was performed. No operative notes are available at this time and no explanted tissue was returned for evaluation. Per the implant summary database, this av00 was implanted on (B)(6) 1999 in a 35-year-old male as an aortic valve. Per the implant card and the additional information received, this valve was explanted 24 years later due to stenosis and calcification on (B)(6) 2024; a sgpv00 was implanted during the same procedure. There are no additional details available for the time frame between the original implant in 1999 and the procedure performed in 2024. As noted above, the endocarditis is not being investigated at this time because the occurrence after 24 years would not be attributed to the donor tissue. Per the information provided, the valve was explanted due to calcification. Valvular and conduit stenosis as well as calcification are known outcomes with the use of pulmonary homografts; adequate precautions are provided in the instructions for use. An explant occurring 24 years after implant is not uncommon and demonstrates the homograft performed within expectations. The standard cryopreserved human tissue risk file was reviewed and the reported event is addressed. The reported tissue was not returned to artivion. No findings were identified in the review of the processing records. Per the information provided, the valve was explanted due to calcification. Valvular and conduit stenosis as well as calcification are known outcomes with the use of pulmonary homografts; adequate precautions are provided in the instructions for use. An explant occurring 24 years after implant is not uncommon and demonstrates the homograft performed within expectations. The reported event will continue to be monitored for trends. No updates to the risk management file (rmf) are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the report, an aortic valve and conduit, implanted on (B)(6) 1999, was explanted on (B)(6) 2024 due to stenosis and calcification. The patient was transported to the ICU in stable condition.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.